Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation reveals circumferential grinding marks on the flute and the edges are deformed, however the device does not appear to be broken. Likely causes include prying/leveraging the device during use.

Event description:
On 08/31/2021 it was reported by a sale representative via (B)(4) that an ar-613-70 ibalance tka peg drill is worn/stripped.